Event description:
The customer stated, she was hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting was done and the insulin pump was programmed correctly. Troubleshooting was done and the insulin pump was programmed correctly. The bolus history was accurate as well. The customer felt that the insulin pump delivered too much insulin while she was sleeping on the night prior to the hospitalization. Advised the customer that there was no indication of over delivery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.